Event description:
Patient getting cvvhd (continuous venovenous hemodialysis). The nurse heard the high pressure alarm going off. The nurse checked the tubing and catheter was fine. Resumed the machine. It ran for 20 seconds, then the red hub burst and blood squirted all over the nurse.